Event description:
Reportedly, this ring was explanted after approximately a 53 month implant duration due to severe mitral insufficiency, congestive heart failure pulmonary hypertension, coronary artery disease.